Event description:
It was reported that the patient underwent a gynecological procedure; mid urethral sling and cystoscopy for sui on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient had other procedures on (B)(6) 2005, (B)(6) 2006, (B)(6) 2007, for sui, persistent sui, cystocele, and retained vaginal suture. Pelvisoft acellular collagen biomesh is referenced in one of these procedures. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, fistulae, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent pelvisoft acellular collagen biomesh on (B)(6) 2005 due to sui, cystocele and prolapse. It was also reported that the patient underwent excision of retained vaginal suture on (B)(6) 2006. It was reported that the patient underwent urethral dilation, collagen injection and cystoscopy on (B)(6) 2006 due to urethral stricture and sui. It was also reported that the patient underwent cystoscopy and collagen injection periurethral on (B)(6) 2006 and cystoscopy with biopsy of bladder lesion and periurethral collagen injection on (B)(6) 2007 due to persistent sui. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.